Event description:
It was reported that during field service activity, intermittent error 23062 was observed on the da vinci 5 system. The field service engineer replaced the vertical motor module and associated power cables, noting burn marks on the cable connections during the component exchange. The customer reported event has no report of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The vertical axis motor module assembly was analyzed and the complaint was confirmed and replicated. Mechanical and thermal deformation was observed on the unit, specifically on the motor and cable assembly, which possessed several crushed connector pins and thermal warping on the connector itself. Due to the nature of the unit¿s failures, the unit was unable to be installed onto a test system for system level testing.